Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 2. Reference manufacturer report#: 1627487-2016-00771.on (B)(6) 2016, the patient underwent a permanent implant procedure. During the procedure, cerebrospinal fluid leakage occurred. A blood patch was not performed due to the patient's size. On the way home from the procedure, the patient turned pale and became diaphoretic. In turn, the patient went to the emergency room. On (B)(6) 2016, a blood patch was performed and resolved the patient's issue.